Event description:
Pt was undergoing total hip replacement. A screw was being placed into the acetabular shell of the prosthesis. The tip of the screwdriver being used broke off in the head of the screw, and was unable to be removed. There seems to have been no adverse pt outcome at this time.